Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced due to undersensing. No patient complications were reported as a result of the event. It was later reported that the lead had exhibited short interventricular pacing intervals, noise and an impedance spike. The lead was also reported to have possibly fractured. A right ventricular (rv) lead that had previously been capped and upgraded from a pacing lead to a defibrillation lead was tested and found to have inadequate pacing and sensing parameters. The lead was then recapped.